Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the isi fse visit, the problem was reproduced. The isi fse started up the generator and error code c-34 appeared. The generator was replaced to resolve the customer's issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to state that the ebre integrated electrosurgical unit (iesu) displayed error code c-34. The isi tse recommended the customer reboot the generator; however, the issue remained. The customer also tried replacing the energy cable, but nothing was resolved. The customer proceeded with the third-party triad generator. The isi tse guided the customer on how to connect the vision side cart (vsc) to force triad. The site completed the procedure as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information regarding the reported event: the system was inspected before use with nothing found out of the ordinary. The isi was contacted for troubleshooting, and full troubleshooting was not completed. The procedure was completed robotically. No additional port incisions were increased or made. The generator was going to be returned to isi for additional evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform a failure analysis. Failure analysis confirmed and reproduced the error code c-34. On startup, the integrated electrosurgical unit (iesu) displayed error c-33.